Event description:
Additional information received from the patient reported that the patient spoke with a technician and he adjusted the settings, but it had not helped. The patient contacted the doctor and he had not responded. The lack of symptom relief had not been resolved. It was noted that it took over 4 hours to place the leads that were now not working.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0y029, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The patient turned the stim on 30 days prior to (B)(6). The patient stated since she turned it on it did not pulse she just felt steady pulse. The patient stated she got the device for bowel and bladder incontinence and felt stimulation. The patient was on program 1 at 1.3 volts. The patient went to her doctor on (B)(6) and the doctor has called the rep several times and he has not returned the doctors call. The symptoms reported were bowel and bladder incontinence with no symptom relief. It was further reported 3 days later the representative indicated that they have contacted doctor to find time to meet with this week of the call. Additional information reported on (B)(6) 2016 that the several leads were not working, representative reprogrammed leads that were working .they have tried all three programs still no relief. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.